Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had four leads, two cervical leads and two occipital leads (off-label). Device 1 of 2. Reference MFR number: 1627487-2017-03730. It was reported the patient's left occipital lead had migrated. In turn, the patient experienced ineffective stimulation. As a result, all of the patient's leads were explanted and replaced with a single lead on (B)(6) 2017. Both occipital leads are being reported because it is unknown which lead migrated.

Event description:
Device 1 of 2 reference MFR number: 1627487-2017-03730. Follow-up revealed the issue was resolved.